Manufacturer narrative:
Sections h7, h9: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu stopped working was confirmed during analysis. The evaluation of the returned mobile power unit serial number (B)(4) revealed compromised/damaged power supply pcb components. As a result the unit was not able to supply power. A specific root cause for the damaged components was not able to be determined. The power supply pcb and the main pcb were replaced to resolve the issue. The patient cable was also replaced as a precaution. The mpu was functionally tested and passed all test steps. The device history records were reviewed revealed that the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook document, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 lvas instructions for use: the patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook: section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 of this IFU include electrostatic discharge. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported that the mobile power unit (mpu) had stopped working completely. The device was returned for maintenance.